Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection of the returned product showed scratches and abrasions along the cutting edges and flutes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are scratches along the drill that suggest the drill came into contact with a hard object during reversed rotation while moving longitudinally. The distal tip shows cutting edge deformations that would have compromised the effectiveness of the drill during use. The proximal fracture surface shows every visible cutting edge has been dulled. A burr is present suggesting that the drill made contact with a hard object while in the reverse direction, possibly after the fracture. Visible fracture artifacts suggest possible overload fracture origins may have occurred. The drill shank shows abrasive wear on the cylindrical and flat surfaces with deformation and chips suggesting repeated hard use. Fracture analysis concluded that the wear abrasions and deformations seen all over the drill indicate it had seen hard use as the cutting edges were dulled and would have created excess frictional heat if used in hard bone. Increased force was likely used to overcome the dulled cutting edges. This heat and excess force may have contributed to an overload fracture at the distal diameter transition area. Material analysis and hardness testing showed the device was conforming to specifications. A definitive root cause is attributed to the excess force and heat generated by the drill due to the dulled cutting edges. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip fracture nail procedure, the drill tip fractured into the patient's femur and caused a delay of 50 minutes to retrieve the fractured piece. Due to this event, more bone had to be drilled to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.